Event description:
The provider states the consumer fell yesterday while using the walker. The caller states the walker cracked in half at the weld on the left front caster. The caller states the consumer fell and went to the hospital. The caller states the consumer had to have stitches on his elbow due to a large laceration. The user was seen by his doctor the same day the event occurred ((B)(6) 2018), and had a follow-up on (B)(6) 2019.